Manufacturer narrative:
Device yet to be returned.

Event description:
It was reported that allegedly the patient's magec rod was no longer lengthening after over one (1) year of implantation. The physician revised the magec rod with a new one without incident.